Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 pta device was returned for evaluation. Visual evaluation was performed, sample appeared to be bloody and bunching was noted throughout the inner guidewire lumen. During evaluation circumferential break was noted on the inner guidewire lumen. Functional testing could not be performed. However the investigation is confirmed for the reported device incompatibility issue as bunching was noted on inner guidewire lumen. The investigation is also confirmed for break issue as circumferential break was noted during visual evaluation. A definitive root cause for the reported device incompatibility and identified break issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure through right femoral artery for the treatment of atherosclerotic occlusion, the pta balloon allegedly unable to pass through guide wire. It was further reported that another device was used to complete the procedure. There was no reported patient injury.